Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the device slipped while attached to the pt. No other info provided. Additional info has been requested.